Event description:
It was reported that the patient received inappropriate therapy due to noise. Externalized conductors were found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Analysis found external insulation abrasion between 29.8cm and 42.5cm from the tip electrode due to friction with another device. Internal abrasions were noted underneath the svc shock coil between 23.5cm and 24.5cm from the tip electrode.